Event description:
It was reported that the collected blood could not be transferred from the reservoir to the blood bag. The surgeon opened the cbc and re-infused the collected blood in an alternate way. The patient did not require a transfusion from a blood bank or pre-donated blood.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If further information is received, a follow up report will be filed.